Event description:
Equipment's fail-safe prevented the pt from injuries/adverse effects. While on hemodialysis, tablo dialyzer notified it's rn operator, device detected air in the venous return line. Dialysis rn visualized air in venous return line with pt's treated blood. Treatment stopped immediately and dialyzer was removed from pt and unit and was tagged out for investigation by biomed and MFR. Dialysis rn was unable to return approx 100mls of pt's blood to pt. Nephrology md notified who stated monitor pt. Pt with no adverse effects. FDA safety report ID# (B)(4).